Event description:
It was reported that during interrogation at a routine follow up, this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. The physician was notified, and the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This crt-p was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined. Despite exhaustive testing, no battery-related anomalies were found that resulted in the device entering safety mode; the specific cause of the reversion to safety mode could not be determined.

Event description:
It was reported that during interrogation at a routine follow up, this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. The physician was notified, and the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was returned for analysis.